Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during a therapeutic total laparoscopic gastrectomy procedure, the device tissue pad peeled after two hours of use. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The settings at the time were max 3,var 1. The device was inspected prior to use with no anomaly noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections d9, h3, h4, h6, and h10. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. The tissue pad was noted to be worn; however, this defect is not considered severe enough to cause a potential adverse event. The tissue pad was worn by ultrasonic output with the grip closed (including after the tissue was cut) without gripping the tissue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. This following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.